Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not receive a low battery alert prior to the replace battery alert. The customer blood glucose level was unknown. Customer stated that the battery cap was not loosed. Customer insert the new battery but at the second occurrence also they did not receive a low battery alert. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a missing battery tube spring. Unable to perform the displacement test and self-test or active current and sleep current test due to the missing battery spring anomaly.